Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue as reported by the customer. However, while running performance checkout, the iabp alarmed an audible "low battery" alarm after an hour on battery test. The stm replaced the batteries due to short run time and ordered replacement battery pack. The iabp was due for preventative maintenance (pm) which was last performed in 9/2018. The stm then returned at a later date and replaced the battery pack assembly, and performed a full pm. All functional and safety tests were performed and passed per factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while providing therapy to a patient, the cs300 intra-aortic balloon pump (iabp) suddenly shutdown, and it was only then that the facility staff noticed that the iabp was previously unplugged. The facility staff reported that all the event details were not known; however they knew that the iabp was left unplugged accidentally, and no alarms sounded from the iabp prior to shutting down. The staff plugged the iabp into the wall and the battery indicator showed charging, and then completely charged sometime later. The patient had an axillary iab placement and had been on the pump for a couple of weeks; therapy was not continued by the facility as they were unsure how long the balloon had been immobile. In addition, it was reported that the patient would be undergoing a heart transplant and the iab would be removed then. There was no harm or injury to patient and no adverse event was reported.